Event description:
Date of event: best estimate is (B)(6) 2011. According to the information received, a catheter was reported to be missing a tip.

Manufacturer narrative:
One catheter was received for evaluation. Examination of the returned catheter revealed the tip had been cut off, most likely during the packaging process. Therefore, the complaint is confirmed as reported.